Event description:
After an implantation period of approx. 71 months oversensing was reported. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available iegms demonstrated noise artifacts on the rv channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.